Event description:
It was reported that the pt was unresponsive and admitted to the ER, with the cause of her condition unk. The pt had "many health issues". She was hospitalized for 4 days. A CT scan was done of her abdomen to rule out an abdominal mass. The hcp did not believe that the event was device related, however, the pump was decreased to the minimum rate. The pt's family stated that the pump never worked for the pt; the pt had indicated that a dose of 2.5-3 mg provided pain relief. A pump study was done in 2009, because the physician was unable to access the pump; it was found to be flipped. Interventions to address the flipped pump were unk. The medication being delivered, via the device system, was morphine sulfate.